Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were seen via fluoroscopy without electrical abnormalities. The patient refused extraction and/or replacement of the riata lead. The lead remains implanted and in service.